Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a flow diversion procedure for a wide neck, unruptured saccular aneurysm located in the cavernous segment of the internal carotid artery (ica), the distal portion of the pipeline embolization device 4.50mm x 20mm did not open as intended. The physician attempted deployment multiple times without success, with more than 50% of the device deployed before the issue was identified. The device was resheathed less than or equal to two times and subsequently removed from the patient with the microcatheter. No additional steps were taken to open the pipeline. The case was completed using a new device. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. Angiography was performed post procedure, and the result was described as "everything good." The vessel tortuosity was moderate, and the access vessel was the internal carotid artery with a diameter of 4.5mm. The aneurysm max diameter was 5mm and the neck diameter was 4mm. The distal landing zone was 4.2mm and the proximal landing zone was 4.4mm. No patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event. Ancillary devices: phenom27 catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the distal segment failed to open. The pipeline had not been placed in a vessel bend when it failed to open. It was placed in a straight segment. The information is confirmed by the physician.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81085), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex shield device was returned for analysis, inside an open pipeline flex shield inner pouch and outer carton, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex shield braid was stuck inside the phenom 27 catheter. Damaged location details: the pipeline flex shield¿s tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal end was open and frayed, while the proximal end was not open and frayed. The middle part was fully open. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: the pipeline flex shield device braid was removed from the phenom 27 catheter lumen. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint could not be confirmed, as the returned pipeline flex shield braid¿s distal end was open and frayed, while the proximal end was not open and frayed. However, the root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate, and the device was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, deployment technique, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.